Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport pur reference 4433742 from batch 37026268. Device history record: batch record number 37026268 was reviewed: it was manufactured within the specifications, and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in april 2024. Summary of investigations: the device involved in this complaint was not returned for investigation. Two x-ray pictures and two pictures of the explanted device were transmitted for review. X-ray pictures review: 2 x-ray pictures were received. On these images, only the distal part of the catheter is visible. It is highly suspected that they were taken during this access port removal procedure. The distal tip of the catheter is located at the entrance of the right atrium. According to the information received, the device was implanted via the right jugular vein, the rupture of the catheter is located at this level. Pictures review: 2 pictures of the explanted device were transmitted for review. On these images, we can observe that the catheter is ruptured at 6cm of the access port housing. At the level of the rupture the catheter looks damaged/cracked. Raw material historical review: the batch records of catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy was observed. The raw material used for catheters' manufacturing was also compliant upon receipt. Root cause: the received x-ray pictures and pictures of the explanted device allow to confirm the catheter rupture at the entrance in the jugular vein. We can hypothesis that a kink or an acute angle in the catheter trajectory might have led to its rupture. In addition, according to the received information, the catheter was implanted 2 years ago in a child over 4 months old. On the received x-ray picture, the catheter extremity is located just at the entrance of the right atrium. As between the age of 4 months and 28 months, the patient growth is significant, consequently we can hypothesis that at the beginning of the treatment the catheter tip was located too deep in the svc. This favor the formation of fibrin sleeve on the catheter, this could be at the origin of the difficulties encountered during blood withdrawal and during the device explantation. However, only the examination of the device involved in this complaint and the x-ray pictures taken before the access port removal could allow us to confirm these hypothesis and to conclude on the real cause of this incident. Conclusion: without the complaint sample for investigation, it is not possible to determine the exact root cause of this incident. However, the batch history review did not actually reveal any failure during the manufacturing process. If the complaint sample become available in the future, we will reopen this complaint for further investigations. This type of incident remains rare, no corrective action is envisaged for the moment. The IFU already specifies several recommendations to avoid this type of complication.

Event description:
"A child over 4 months old was implanted an infusion port around (B)(6) 2024, and by (B)(6) 2026, it was found difficulty in withdrawal. Eventually, it was decided to explantate the port. During the process of removing the port, it was found that the catheter was broken, and later intervention was carried out to remove it in (B)(6) 2026, it was found that there was difficulty in withdrawing blood. The doctor speculated the catheter as blocked and used urokinase for unblocking, but it was unsuccessful. The catheter ruptured during the explantation procedure. After removal, the doctor also carefully observed the x-ray picture taken before removal and found that the catheter had been bent. Implantation path: through the chest wall port of the right internal jugular vein chemotherapy drugs: cyclophosphamide+topotecan."